Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin squirted all out, he could not get out of the priming loop, and received a battery out limit alarm. The customer's blood glucose level was 171 mg/dl. He also reported that he was hospitalized on (B)(6) 2014 for his high blood glucose levels. He was not wearing his insulin pump at the time of hospitalization. The product was returned. Nothing further to report.